Manufacturer narrative:
Customer technical support (cts) instructed the customer to check for loose tubing and/or fittings; none were found. On (B)(4) 2011 bci field service engineer (fse) pulled out the hydro drawer and primed the instrument 8 times. No signs of a leak were noted. The customer continued to run the machine while fse observed and no leaks were detected. Fse check the no foam valves and ensured all waste containers were filling and draining properly. Fse could not reproduce the event.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to a hydro pneumatic unit leak onto the drip tray. Per customer, the leak has not posed a hazardous condition to any employees in the laboratory no injury or exposure was reported.